Event description:
A hemodialysis (hd) user facility reported that a disconnection occurred during a patient's hd treatment, between the fresenius venous bloodline (combi set) and the patient's arterial hd catheter port. The connection had been secured with a plastic occlude clamp (hemaclip; not a fresenius device). Subsequently, the patient began to complain of dizziness, became unresponsive, and was transferred to the hospital via emergency medical services (ems). The patient expired shortly after arrival to the emergency room (ER), on the same day. Additional information was obtained through follow-up with the user facility's clinical manager (cm). On the day of the event, the patient attended their regularly scheduled hd treatment in the clinic. Pre-treatment assessment of the patient recorded no new findings and the patient's vital signs were in normal range. The machine passed all pre-treatment testing, and the dialysate conductivity/ph-were within normal limits. The cm stated the patient's hd catheter was not pulling blood flow well (during aspiration) from the venous port. The patient's hd treatment was initiated via an unknown tunnel hd catheter (not a fresenius product). The cm confirmed the patient's hd treatment was run reversed with the arterial bloodline connected to the venous hd catheter port (blood pull from patient), and the venous bloodline connected to the patient's arterial hd catheter port (blood return to patient). The venous line was secured with placement of a hemaclip device, per clinic protocol. There were no reported observable defects with the fresenius combi set, or any other fresenius device or product. Approximately one hour into the hd treatment, the patient sat up and mentioned to the dialysis staff that they noticed blood. A dialysis technician came to the chairside and noticed that the blood pump had stopped. The venous bloodline was reported to be fully disconnected from the patient's arterial hd catheter port, and the hemaclip was in the patient's lap. Blood loss was confirmed to be minimal. There was no observable blood on the floor or in the chair, only a few drops of blood on the pad placed under the catheter. In response to the disconnection, the blood pump on the machine was turned off by the staff and the hd catheter port was clamped. The arterial hd catheter port was aspirated with a syringe and there was no observable air or foam. Subsequently, the patient began to complain of dizziness and then went unresponsive. Provided records also noted the patient was nauseous and vomiting. Hd treatment was discontinued, cardiopulmonary resuscitation (CPR) was initiated in the user facility, and emergency medical services (ems; 911) was dispatched to the clinic. Post treatment blood pressure recorded as 85/49, pulse 80 (irregular), respiratory rate 10, and decreased or no breath sounds recorded on the hd treatment sheet. The patient was transferred to the hospital via ems without regaining consciousness, and with a faint pulse. Details -surrounding resuscitative efforts in the ER are unknown. However, it was documented the patient had an endotracheal placed which was confirmed on chest x-ray. Additionally, the patient's chest x-ray revealed suspicion of pneumonitis. Patient laboratory data was significant for an elevated white blood cell (wbc) count which supports an infection such as pneumonitis with sepsis. The cm reported that shortly after arrival in the ER (time unknown) the patient expired. Per the cm, the emergency room doctor attributed the patient's death to pneumonitis with sepsis as reportedly there were no other clear indications of cause. The death certificate states the patient died of natural causes from acute pneumonia and chronic end-stage renal disease (esrd). The cm reported fresenius products were not suspected to have caused the patient's death. The combi set used during the event was available for product investigation, however, the lot number for the device was unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).